Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing leading to false pause episode was observed. The patient will be monitored without any programming changes. Patient was asymptomatic.